Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the handpiece runs without interruption (without actuation of a trigger). No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.